Event description:
It was reported that versacross connect laac access solution was selected for use during a watchman flx pro implant procedure. During the procedure, the versacross rf wire was advanced through a 9f sheath in the right femoral vein. The physician then attempted to advance the was (with the versacross dilator) over the back of the wire but was unable to do so. Upon further investigation, it was found that the end of the versacross rf wire had a coating damage and would not pass through the versacross dilator. It is unknown if the damage was present upon opening the kit. A new kit was opened, and the procedure was successfully completed using the replacement device. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.